Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the threshold was increasing along with oversensing and increasing lead impedances. The physician suspects a lead fracture and will replace the lead in the near future. No patient complications were reported as a result of this event.